Event description:
A customer reported that during a vitrectomy surgery, the tip of the infusion line would not stay inside the trocar. There was no pt harm reported. Add'l info has been requested.

Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).